Event description:
A nurse reported that there were bubbles in the patient's eye during a procedure. There was no patient harm reported. Additional information was received from a nurse reporting that the bubbles in the eye, during surgery, made it hard for the surgeon to see. There was no patient impact. This is the first of two reports being filed for this facility.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. The finished good lot specific to this event is not known; therefore, lot history and DHR review was not possible. Customer did not retain a sample to return for investigation; therefore, it is not possible to determine the root cause of this incident. An internal investigation has been opened to investigate this issue. (B)(4).